Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days of receipt.

Event description:
During the procedure, it was noted that a wire was protruding from the rx guidewire exit port.